Manufacturer narrative:
Investigation - evaluation: a review of the drawings, dimensional verification, documentation, instructions for use (IFU), specifications, quality control, and visual inspection of the returned device was conducted during the investigation. The flexor high-flex ansel guiding sheath was returned for investigation. The tubing was separated into two sections, the coil and trnt liner were exposed. Another manufacturer's snare was attached to the distal separated section of tubing. The proximal and distal section of tubing, exposed coil and tnrt were measured to be within specifications. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Numerous design verification and design validation activities have been performed to ensure that this device meets design requirements. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Per the IFU, "this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths should be employed. When inserting, manipulating, or withdrawing a device through an introducer always maintain introducer position. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Sheath introduction: using the side-arm of the valve, flush the introducer by filling the introducer assembly completely with heparinized saline. Flush the dilator with heparinized solution. Insert the dilator completely into the introducer and, for introducers with tuohy-borst valves, tighten the tuohy-borst valve around the dilator. If using an introducer with aq hydrophilic coating, activate hydrophilic coating by wetting the outer surface of the device with heparinized saline. Note: for best results, maintain wetted condition of device during placement. Using standard seldinger technique, access the target vessel with the appropriate needle. Insert wire into the vessel through the needle, then remove needle, leaving the wire guide in place. Insert dilator/sheath combination over wire guide. Remove wire guide and dilator, aspirate and flush introducer side-arm. Insert appropriately sized device as needed." Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that during a leg angioplasty in the superficial femoral artery (sfa), the flexor high-flex ansel guiding sheath was inserted via contralateral access in the patient's groin and advanced up and over the aortic bifurcation to the common femoral artery. A third of the distal sheath sheared off and completely separated, and the internal coiling unraveled. The physician was able to retrieve the broken portion of the sheath with a snare catheter. A 0.014 inch diameter guide wire was being utilized through the sheath; the wire did not shear during removal of the sheath. Manual compression was required post-operation due to the inability to use a closure device as everything came out of the patient with the snare catheter. As heparin was used prior to the sheath breaking, the manual compression had to be prolonged. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.